Event description:
It was reported during a laparoscopic cholecystectomy two clips fell out of the clip applier jaws on an er320. The procedure was finished with the same clip applier. There was no consequence to the pt. 07/28/1997 the rep reported the surgeon removed the dropped clips from the pt. The rep also stated the first clip was applied and the second and third clip shot out when applier was advanced.